Event description:
A 6mm gore biabahn endoprosthesis was deployed in a 6mm dialysis access graft in an attempt to resolve recurring arterial stenosis. Percutanious transluminal angioplasty (pta) was utilized at the site of the stenosis prior to a placement of the gore viahahn endoprosthesis. Upon deployment the device traveled thru the arterial system to the lung. The device came to be lodged partially in the lung. Approximately 4 days following this primary procedure, the device was successfully removed with no adverse effect to the patient. A decision was made to not place another endovascular device, and the patient is doing well.